Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres when inflated at about 5 seconds. The balloon was removed without any problem using the normal method and procedure was completed with a different device. No complications reported and patient was in good condition post procedure.